Event description:
Reporter stated the customer believes the insulin delivery of the infusion device is inaccurate. The customer reported a 4.0 unit bolus decreased her blood glucose by 20 mg/dl instead of the expected amount of 200 mg/dl. Her blood glucose decreased as expected after delivering insulin via pen. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.